Manufacturer narrative:
The device was returned to the MFR for an investigation. Samples of the fluid were taken for analysis. The blade holder assembly and blade mount assembly were replaced. The device was repaired and returned to the customer.

Event description:
It was discovered during the repair process that there was a undescribed fluid leakage from the blade mount assembly. There were no adverse consequences related to this event.